Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing. Technical services (ts) provided a review of the event noted how it appeared to be sinus tachycardia with aberrancy. The patient subsequently received three more shocks. The health care professional (hcp) noted that at the onset of the events, the rhythm starts slow before suddenly changing morphology, complex is wide at detection. Based on s-ICD reading it was determined that the patient had monomorphic ventricular tachycardia (vt), it was decided to explant this device and replace it with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product was returned.